Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative, infection, and allergic reaction.¿ this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006. Legal counsel further reports patient underwent revision procedure on (B)(6) 2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in patient's medical records revealed that the patient had a stage one revision performed on (B)(6) 2013. The patient's operative report noted the revision was due to infection with removal of all components and placement of antibiotic spacers. Further information received in patient's medical records revealed that the patient had a stage two revision performed on (B)(6) 2013. The patient's operative report noted removal of the antibiotic spacers and competitive components implanted.

Event description:
Legal counsel for patient reported patient underwent left total hip arthroplasty on (B)(6) 2006. Legal counsel further reports patient underwent revision procedure on (B)(6)2013 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, impairment, lack of mobility, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, 6. Inadequate range of motion due to improper selection or positioning of components. 14. Intraoperative or postoperative bone fracture and/or postoperative pain. 15. Elevated metal ion levels have been reported with metal-on-metal articulating surfaces. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-06761 / 06762).